Event description:
It was reported that the patient had a sudden loss of therapy. It was noted that the patient programmer showed no charge and that a new patient programmer also showed no charge. It was noted that the clinician programmer could not communicate with the patient's implantable neurostimulator (ins). It was noted that there was no historical ins voltage measurements or access to the therapy impedance for battery longevity calculation. It was reported that the physician suspected that the issue was 'probably her battery.' It was reported that the patient's stimulation parameters had not been changed since implantation and were set at an amplitude of 3.9 volts, a pulse width of 60 microseconds, and a rate of 185 hertz. It was noted that the loss of therapeutic effect occurred after the patient fell three times on (B)(6) 2013. It was noted that the patient did not have 'great walking' because she had multiple orthopedic issues. It was noted that prior to this the patient was doing fine. Additional information was requested, but was not available at the date of this report

Event description:
Additional information received reported that the cause of the event was possible battery failure and there was unknown battery depletion. It was noted that the patient was scheduled for replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).